Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying inaccurately low results compared to how the patient felt. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on an unspecified time on (B)(6) 2010. On an unspecified date and time, the patient reportedly tested his blood glucose on the subject meter and obtained results of "110 and 140 mg/dl." The time difference between the reported readings is not known. The cca documented that the patient manages his diabetes with oral medication (medication unspecified). The patient confirmed that the alleged issue did not cause him to change his usual diabetes regiment. One day after the alleged issue began, the patient claimed that he developed "extreme thirst and frequent urination." It is not known if the patient attempted to test his blood glucose on any meter at the onset of the symptoms. The patient denied receiving medical treatment as a result of the alleged issue. During the troubleshooting session, the cca documented that the patient was unable to perform a quality control test on the subject meter at the time of the call because the patient did not have a control solution available. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claimed he obtained inaccurate low readings on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.